Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a bd solomed¿ 5ml syringe with needle. The following information was provided by the initial reporter, "customer reports that the plunger has already broken in half and the needle is clogged, unable to use the material. The incident happens for the second time. Customer complained also the shield that attaches the syringe have different sizes. Medicine involved: rocefin ceftriaxone."

Manufacturer narrative:
H.6. Investigation: lot number is unknown; therefore, DHR could not be performed. The samples sent by the customer were evaluated and submitted for validated tests and it was not possible to observe the reported issues. Also, the samples were damaged the safety shield was removed for all samples. For the occurrence of premature plunger activation is necessary to check the customer product usage as the breakable plunger is part of product function to prevent syringe reusage. For the occurrence of clogged needle the samples were submitted to test and no deviation was observed. For the occurrence related of different needle shield size it was observed the sample received is from different syringes catalogs, should be evaluated the correct usage of the syringes. According the information it was not possible confirm the occurrence. H3 other text : see h.10

Event description:
It was reported that a needle clog occurred during use with a bd solomed¿ 5ml syringe with needle. The following information was provided by the initial reporter, "customer reports that the plunger has already broken in half and the needle is clogged, unable to use the material. The incident happens for the second time. Customer complained also the shield that attaches the syringe have different sizes. Medicine involved: rocefin ceftriaxone."

Event description:
It was reported that a needle clog occurred during use with a bd solomed¿ 5ml syringe with needle. The following information was provided by the initial reporter. "Customer reports that the plunger has already broken in half and the needle is clogged, unable to use the material. The incident happens for the second time. Customer complained also the shield that attaches the syringe have different sizes. Medicine involved: rocefin ceftriaxone."

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.

Manufacturer narrative:
The corrections are as follows: common device name: syringe medical device catalog #: 302631.

Event description:
It was reported that a needle clog occurred during use with a bd solomed¿ 5ml syringe with needle. The following information was provided by the initial reporter. "Customer reports that the plunger has already broken in half and the needle is clogged, unable to use the material. The incident happens for the second time. Customer complained also the shield that attaches the syringe have different sizes. Medicine involved: rocefin ceftriaxone."